Event description:
It was reported that the procedure was cancelled. An ilab ultrasound imaging system was selected for ultrasound examination of the target lesion, but there was no image, and the procedure was cancelled. The patient was under general anesthesia and did not receive the planned treatment. There were no patient complications.